Event description:
On 8/25/88 an aus device was implanted. On 9/16/94 the balloon and cuff were revised. On 11/13/96 the cuff was revised. On 7/16/97 the pump was removed from the pt and replaced because the "pt inadvertently activated the deactivation button."